Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and rupture.

Event description:
Company representative reported "leak", "silicone has collected in the lymph nodes in my armpits" and "bumps and pain" diagnosed via mammography and ultrasound. Later, patient reported "burning sensation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6

Event description:
Company representative reported "leak", "silicone has collected in the lymph nodes in my armpits" and "bumps and pain" diagnosed via mammography and ultrasound. Later, patient reported "burning sensation". This record is for the left side. Device remains implanted.

Event description:
Patient reported "leak", "silicone has collected in the lymph nodes in my armpits" and "bumps and pain" diagnosed via mammography and ultrasound. Later, patient reported "burning sensation". Patient later reported "visible size difference", "significant discomfort, as the pressure intensifies the pain". Patient later reported "I have developed additional lumps" and "pain and discomfort". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b3, b5, d3, d4, d6a, e1, g1, g2, h3.